Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, a retention case box from bd inventory was evaluated by visual examination and no issues were observed relating to torn label as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd a-line¿ there was label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: "the product arrived with the case label torn."